Event description:
It was reported when an asymptomatic patient presented a merlin transmission, post-paced t-wave oversensing was observed during a sense test. The recommended programming changes have not been made yet. The patient does not have an office appointment until the end of the year. The patient is doing well.

Event description:
New information received states that the patient presented in-clinic and programming change was made on the device. The patient was stable and will continue to be monitored.

Event description:
New information received states that asymptomatic patient presented remotely via merlin.net transmission, device post-paced t-wave oversensing was observed on the ventricular channel. The patient was brought in to the clinic and programming changes were made. The patient was stable.